Manufacturer narrative:
The complaint investigation is still in progress. Suspect sample has not yet been returned to sheffield pharmaceuticals. Sheffield pharmaceuticals is investigating this complaint under (B)(4).

Event description:
Reporter complained that her husband became sick, lost (B)(6) pounds and vomiting started using equate super hold denture adhesive cream. She said he has been using the product since (B)(6). She said medical attention has been sought and will be contacting the family doctor. She wants to know what are the side effects of the product because she does not know if the product is causing him to become sick.